Manufacturer narrative:
UDI: (B)(4). The device was not returned for evaluation; without return of the device, no definitive conclusions can be drawn regarding the clinical observation. Information received from the same report as mfrs: 2029214-2016-00148 2029214-2016-00149.

Event description:
Medtronic received information that the device did not open distally during treatment of an aneurysm located in the left opthalmic segment of the internal carotid artery (ica). It was reported that approximately 25 percent of the device was deployed before being resheathed and pulled out. Two additional devices were attempted and the same problem was encountered. The patient was reported to have severe vessel tortuosity. The patient was treated successfully using new devices. No patient injury was reported.